Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for prophylactic screening. Via fluoroscopy, externalized conductors were noted. No electrical anomalies were found. The lead will be monitored and remains implanted.